Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and will boot. Functional testing was performed and there was no failure detected. A review of the data log found firmware errors. The receiver download shows the receiver shutting down for low battery within the relevant dates of this investigation when the battery was charged over 10%. A discharge test was performed and the receiver repeated the failure. The receiver was opened for an internal inspection and passed. The receiver battery was replaced with a known working battery and the receiver passed the discharge test. The reported event that the receiver ceased to function was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could be determined.